Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during a previous therapy. The home patient (hp) turned the hc off and discarded the supplies. The technical service representative (tsr) explained alarm and advised the hp to notify the nurse of the alarm. The hp did not disconnect, no further information is available. There was no patient injury or medical intervention indicated at the time of the initial report.